Manufacturer narrative:
Asku

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
Review of the manufacturer's database indicated that the patient had a lead replacement and died seven months later.